Manufacturer narrative:
(B)(4). Ischemia and intracerebral bleeding are known complications and are documented in the labeling.

Event description:
Medtronic (covidien) received patient status update regarding this event as follows: thirty eight days post procedure, the patient was hospitalized for three days due to infarcts in the right anterior and right posterior mca territories, and acute subcortical hemorrhage in the right frontal lobe. The MRI readings concluded that "granulomatous changes related to microemboli from the stent are not entirely excluded. Small hemorrhage in the subcortical right postcentral gyrus."

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a right unruptured fusiform supraclinoid carotid aneurysm with a pipeline embolization device, the physician reported that the proximal end of the device did not open and needed a balloon angioplasty. The physician had two attempts, the first device did not open proximally and was removed (MDR# 2029214-2015-00430) subsequently the patient with another pipeline device. During the pipeline deployment, the physician noticed that the proximal end did not open and required balloon angioplasty. The physician performed balloon angioplasty and the pipeline wall fully apposed to the wall. The angiography result showed slow flow in the aneurysm. No patient injury was reported as a result of this procedure. The device will not be returned because it was implanted in patient.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Same event as reported in MDR#2029214-2015-00430.